Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a severely tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the third inflation. The device was removed with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.